Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included pap smear abnormal, cholelithiasis, multiparous, ovarian cyst nos, postpartum depression and scoliosis. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included endometriosis of pelvic peritoneum, uterine bleeding, adenomyosis and anemia. Concomitant products included promethazine. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/loss(specify which one) gain"), 1 month 27 days after insertion of essure. On an unknown date, the patient experienced rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), back pain ("back pain"), flank pain ("side pain"), pain in extremity ("legs pain") and abdominal pain ("abdominal pain"). The patient was treated with hydrocortisone, ibuprofen, paracetamol (tylenol) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, rash, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dyspareunia, alopecia, weight increased, vaginal discharge, back pain, flank pain, pain in extremity and abdominal pain outcome was unknown and the dysmenorrhoea and fatigue was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, flank pain, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were confirmed in patient's medical record: dysmenorrhea, dyspareunia, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 28-may-2019: pfs and mr received. Race information added. Product indication and essure implant date updated. Following events were added: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal), urinary tract infection, rashes or skin conditions, bladder or urinary problems or changes, urinary tract disorder, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia(painful sexual intercourse), fatigue. Hair loss, weight gain/loss(specify which one) gain. Vaginal discharge, back pain, legs pain, abdominal pain and she did not undergo essure confirmation test. Previously reported event injury was updated to pain. Event onset date were added. Event clubbed: pain/side/pelvic pain. Treatment, historical and concomitant medications were added. Event outcome added for: fatigue and dysmenorrhea (cramping). Medical history and reporters were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.